Event description:
It was reported that the patient's device was explanted on (B)(6) 2008. It is unknown if another generator was placed or whether the patient was receiving vns therapy at the time of death. The patient had a brain autopsy and the funeral home indicated that any implanted device would not have been removed at that time. No additional relevant information has been received to date.

Event description:
It was reported that the vns patient passed away on (B)(6) 2014. Attempts for additional relevant information will be made.

Manufacturer narrative:
.

Event description:
Further follow-up with the funeral home identified that the patient was buried and the device was not explanted. The cause of death was listed as sudden unexplained death in epilepsy secondary to intravascular multifocal epilepsy. No additional relevant information has been received to date.